Event description:
It was reported that the patient sustained unspecified injuries following the use of rhbmp-2/acs in an unspecified spinal fusion surgery. No additional information was reported.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on (B)(6) 2009 the patient presented with the pre op diagnoses of 1. Definitive spondylolisthesis. 2. Left l5 foraminal stenosis. Her lumbar MRI showed the presence of a degenerative spondylolisthesis at l5, s1 with left l5 foraminal stenosis .the patient underwent the following procedures: 1. Left transforaminal lumbar interbody fusion, l5, s1. 2. Placement of interbody device (peek device). 3. Pedicle screw and rod fixation, l5 s1 (saharangheti from k2 medical). K2m aleutian interbody cage and rhbmp-2/acs were also implanted during the procedure.

Manufacturer narrative:
(B)(4)